Manufacturer narrative:
B3, d4: UDI, and g4: 510k are unknown. Device evaluation: one device was returned for analysis. Visual inspection showed a bubbled dso seal and cracked battery compartment. The tamper seal was not broken. Review of the event history log (ehl) showed cassette not attached properly alarm. A functional test was performed and the reported issue was duplicated. Cassette not attached properly alarm message occurred immediately after attaching the cassette. It was determined that the cause was due to dso sensor. As a result, the dso sensor was replaced. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump exhibited cassette not attached properly even though the cassette was attached. It is unknown if there was patient involvement, no adverse patient effects were reported.